Manufacturer narrative:
Engineers reviewed data and confirmed no faults or resets. The rv auto threshold trend ranged between 2.0v and 3.0v, with some values higher, and thus exhibiting a failed threshold measurement. Device data review confirmed rv output had been programmed to 3.2v@0.4ms, at the time the noted the asystole. Engineers also noted two recent higher than previously observed, pacing impedance measurements; however, no values were out of range. Additional aggressive testing with device manipulation was recommended; however, data analysis at this time is indicative of the loss of capture being likely related to patient's threshold rise and not having the rv output programmed with an adequate safety margin.

Event description:
Boston scientific received information that this device failed to deliver pacing as intended, resulting in a seven second duration of asystole. No intervention was required as the patient's rate returned spontaneously. At follow-up, no oversensing related events were available, suggesting this is not a detection problem. Trouble shooting tests showed no lead malfunction: lead measurements were within normal ranges. Pacing was reportedly programmed to unipolar at a 4v amplitude. The associated leads are non boston scientific products. Data was forwarded to boston scientific's technical services for review.